Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse performed service to resolve the issue. The fse reseated the j5 spring to the and calibrated the system. After calibration the master tool manipulator (mtm)r was stable during test drive. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. Site provided a video. Per logs, a couple 23075 errors which indicate the surgeon¿s hand was not touching the mtm while in following and we see the surgeon do that in the video. The surgeon shouldn¿t be letting go of the mtm while in following but even if they do, it still shouldn¿t drop quite like that. The mtm¿s calibration was likely a little off causing it to drop like it did when the surgeon let go.

Event description:
It was reported that during a da vinci-assisted surgical low anterior resection procedure, the customer informed the technical support engineer (tse) the right master tool manipulator was not stable in surgeon side cart (ssc). The right gimbal/instrument controller in the ssc was let go, it rotates vertically. Prior to docking to the patient there was no issue with this. The tse could review the logs, and they were clean. The customer informed that issue first occurred during that morning surgery and persisted during the 2nd surgery. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the monopolar curved scissors was the instrument in the arm at the time of rotation vertically. The problem was not related to the instrument itself because when we changed the instrument to vessel sealer extend the problem continued with the vse. The surgeon positioned their head inside the surgeon console¿s high resolution stereo viewer at the time issue occurred. The surgeon facing a force that was resisting his movement when they were trying to rotate the wrist up, and when he leaves the master, it immediately rotates the wrist down. There was no external collision. The issue was persistent. They then called dvstat, the surgeon was expert enough to finish the surgery. The surgeon said they can continue and finish the surgery, but it needs to fix that after the surgery. The drape was not available. Ther was no injury to the patient. The device was inspected before the surgery, with nothing noted. The instruments are not available for return, the problem is not related to the instrument itself because when we changed the instrument to vessel sealer extend the problem continued with the vse. The issue happened approximately 5 minutes after starting the surgery.

Manufacturer narrative:
The probable root cause is attributed to an issue with the j5 spring in the master tool manipulator (mtm) not providing torque within the expected range.